Manufacturer narrative:
This supplemental report was created to correct the d6b: explant date in suspect medical device tab. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.